Manufacturer narrative:
(B)(4). The volumetric accuracy testing was performed. The volumetrics tested within specifications with no free flow, door closed or opened. In addition, no physical damage was identified to the pump hardware which could have potentially caused or contributed to the reported event. The pump's operational log was reviewed for the day of the reported incident, (B)(6) 2015. There was no indication the pump over infused or any malfunction of the pump occurred. The operation 1og indicated there was a series of start / stop infusions within a short period of time. Per the event description, the reporter stated that the pump "was infusing insulin to patient, the pump was running and had an error code of "air in line" the nurse stopped the infusion, readjusted tubing, went to restart the infusion and noticed the insulin bag was emptied into patient". It is likely that the user's interaction contributed to the cause of the reported event, multiple attempts to obtain additional information from the facility was not successful. Based upon the results of the functional testing and log review, the pump operated as intended and designed. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This device has not been received for evaluation and the investigation is on going at this time. A follow-up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: the customer reported that the nurse was infusing insulin to patient, the pump was running and had an error code "air in line." The nurse stopped infusion, readjusted tubing, went to restart the infusion and noticed insulin bag was emptied into patient. No patient injury.